Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there is resistance with flushing saline could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the ext set w/macrobore 2vps y-conn was clogged/blocked/occluded. The following information was provided by the initial reporter: this particular lot number is having problems with flushing fluid through. Unable to flush saline through. Have resistance with flushing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext set w/macrobore 2vps y-conn was clogged/blocked/occluded. The following information was provided by the initial reporter: this particular lot number is having problems with flushing fluid through. Unable to flush saline through. Have resistance with flushing.